Event description:
Registered nurse drew blood from abbot 1a port with abbott shielded blunt cannula, flushed tubing, and was sprayed with blood which leaked from the cracked plastic hub of the port. Model number for cannula was 42303-02 and lot number was 6s-331-sn.